Manufacturer narrative:
(B)(4) this investigation is ongoing. Upon further information this investigation will be updated.

Event description:
Boston scientific received information that a routine four month device follow up showed that the estimated longevity was 1.6 years remaining for this device. At the most recent follow upon interrogating the device the device had tripped elective replacement time (ert). A review of the information was sent to boston scientific technical services (ts). Ts confirmed that the device had triggered ert but it was not possible to determine the reason the device was showing a remaining longevity of 1.6 years during a previous follow up as there was not enough details provided. A device replacement was discussed by ts. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
.

Event description:
Additional information noted that this device was explanted and returned. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.